Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10mg/ml morphine at 0.48mg/day via an implantable infusion pump for non-ma lignant pain. It was reported that the pump was checked and a motor stall and recovery were seen on (B)(6) 2019. It was not determined what the cause of the stall was. No symptoms were reported. No further complications were reported.